Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered is per the customer report of "end of (B)(6) 2020". The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported both unspecified low readings and an unspecified error message with the freestyle libre sensor. The customer reported he subsequently lost consciousness. The customer reported receiving third-party treatment but no further information was provided as the customer did not want to troubleshoot. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported both unspecified low readings and an unspecified error message with the freestyle libre sensor. The customer reported he subsequently lost consciousness. The customer reported receiving third-party treatment but no further information was provided as the customer did not want to troubleshoot. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported both unspecified low readings and an unspecified error message with the freestyle libre sensor. The customer reported he subsequently lost consciousness. The customer reported receiving third-party treatment but no further information was provided as the customer did not want to troubleshoot. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.